Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received reported via a healthcare professional from a clinical study reported the subject, physician and representative could not charge the neurostimulator. Diagnostics included device interrogation on (B)(6) 2016 where they were unable to recharge. Interventions involved repositioning of the device where it was moved to a more superficial position on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. Etiology was noted as related to the device or therapy and the implant procedure. The outcome was resolved without sequelae the day of revision. The patient's indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.